Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, when the physician was in the process of cannulating the coronary sinus for left ventricular (lv) lead placement (which was noted to be difficult due to patient's anatomy), he was unable to advance the sheath into the coronary sinus, but was able to advance the guidewire. The patient decompensated at that point after raising his left leg twice and subsequently passed away from pulseless electrical activity. The patient had a medical history which consisted of end-stage renal failure with an ejection fraction of less than 15 percent, ischemic cardiomyopathy and nyha class iii congestive heart failure. The patient also stated, prior to the procedure, that his left leg had been swollen for quite some time and was consistently larger than his right leg. According to the field representative, it was not known if the patient was being treated for deep vein thrombosis. The physician did not allege any product involvement in the patient's death, however felt the procedure was risky due to the patient's medical history. The manufacturer and model of the guidewire used was unavailable to the field representative.